Manufacturer narrative:
Benchtop investigation of the returned pump will be performed after return of the device. When the investigation is complete, a supplemental report will be filed.

Event description:
An 88-year-old female patient was treated for coronary artery stenosis. During percutaneous coronary intervention, hemodynamic support was provided by an impella cp with smartassist cardiac pump. After insertion of the impella cp, reduced pump flow of the impella cardiac pump was observed and the patient suffered from increasing shortness of breath. Pericardial effusion was noted, which was treated by pericardial drainage. The patient was hemodynamically stable. Contributing factors to the perforation of the ventricle were a very thin apical wall and a small cavum.

Manufacturer narrative:
The investigation into the ventricle perforation has been completed since the original report was filed. The user facility has returned the impella device, and the benchtop analysis of the cause of the ventricle perforation was most likely improper positioning of the device.